Event description:
It was reported that a patient underwent a cystectomy procedure on an unknown date and a fibrin sealant preparation device was used. The physician was not initially able to spray the fibrin sealant preparation device in the pelvis. Upon examination, the tech disconnected the open airless spray applicator from the luer locks and realized that fluid would flow into the tip. To prevent the waste of the biologics, the tech to use a lap applicator instead, which worked okay. The fibrin sealant preparation device was clearly broken. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? The paper backing listed lot # a4yde00631. Expiration of 10/1/2022. 2. Is the delivery / order number available? No. 3. Was the device broken while in use? The original asa included in the package was broken. Frequent attempts to spray or drip would not work. 4. Did the product failed during the first spray? Yes - the tech needed to add a lap applicator to spray the biologics (in an open setting). 6. Are there pictures of the damaged device available? No. The tip lots used in a4yde00631 are 2599119 & 2580898. Investigation summary: upon the reception of the notified incident, it was requested additional information related to the batch number, if the device was broken while in use, whether the product failed during the first spray, as well as pictures/sample of the device involved. According to the additional information received the batch number is a4yde00631, the original asa included in the package was broken. Frequent attempts to spray or drip would not work. The product failed during the first spray and the tech needed to add a lap applicator to spray the biologics (in an open setting). There are no pictures available of the damaged device and the unit was not available for being examined. The biologics worked properly because as per the initial information provided, the product flowed correctly into the tip and the product could be sprayed using other tip. Then, an investigation related to the tips of the involved batches was requested. The investigation was focused on reviewing the results of batch records for the batch tips used. It was concluded that all the components¿ parts utilized met the stablished specifications with no incidents related. Please note that given that the sample is not available, the unit could not be inspected to identify a possible defect in the asa tip. In view of the above and considering the results of the investigation related to the tip as well as the sample is not available for evaluation, no cause is found that lead to or have the potential risk/impact for the mentioned complaint. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2580898 mfg date: feb 10, 2020 - feb 21 , 2020, exp date: feb 10, 2023. Batch 2599119 mfg date: mar 8, 2020 - mar 14, 2020, exp date: mar 08, 2023.